Event description:
The customer reported that the device discharged asynchronously instead of synchronously. There was no report of death or serious injury.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.